Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection and functional test identified the reported condition as an extremely large leak gushing liquid from the bottom left corner. The leak would have been obvious if present during the filling of the bag. Magnified inspection of the leak location identified the leak as a large puncture. The sample contained unknown administration device in the spike port, which indicated the sample had been released from the customer pharmacy without issue or defect, and the administration device had been installed by the administrating (end user) facility. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Device operated as intended. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the left bottom at the seam. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.